Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic inflammatory disease ("I had pelvic inflammation"), dizziness ("she developed major incapacitating dizzy spells") and gastrointestinal necrosis ("I underwent surgery to remove a section of colon that was necrosed") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria hospitalization, medically significant and intervention required), fatigue ("I started to feel very tired, fatigue persisted"), menopause ("one year later, she was menopausal, with no advance warning from her body"), dizziness (seriousness criterion disability), thyroid mass ("I had a lump the size of a tennis ball on my thyroid"), gastrointestinal necrosis (seriousness criterion medically significant), hypotonia ("she regained her muscle tone after essure removal"), dyspepsia ("digestive problem"), hormone level abnormal ("hormonal problems") and fine motor skill dysfunction ("she regained her dexterity after essure removal"). The patient was treated with surgery (essure removal) and surgery (surgery to remove a section of colon that was necrosed). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic inflammatory disease, menopause, thyroid mass, gastrointestinal necrosis, dyspepsia, hormone level abnormal and fine motor skill dysfunction outcome was unknown, the fatigue and dizziness had not resolved and the hypotonia had resolved. The reporter considered dizziness, dyspepsia, fatigue, fine motor skill dysfunction, gastrointestinal necrosis, hormone level abnormal, hypotonia, menopause, pelvic inflammatory disease and thyroid mass to be related to essure. Further company follow-up with the consumer, other or other is not possible. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic inflammatory disease ("I had pelvic inflammation"), dizziness ("she developed major incapacitating dizzy spells") and gastrointestinal necrosis ("I underwent surgery to remove a section of colon that was necrosed") in a 50-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic inflammatory disease (seriousness criteria hospitalization, medically significant and intervention required), fatigue ("I started to feel very tired, fatigue persisted"), menopausal symptoms ("one year later, she was menopausal, with no advance warning from her body"), dizziness (seriousness criterion disability), thyroid mass ("I had a lump the size of a tennis ball on my thyroid"), gastrointestinal necrosis (seriousness criterion medically significant), hypotonia ("she regained her muscle tone after essure removal"), dyspepsia ("digestive problem"), hormone level abnormal ("hormonal problems") and fine motor skill dysfunction ("she regained her dexterity after essure removal"). The patient was treated with surgery (essure removal) and surgery (surgery to remove a section of colon that was necrosed). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic inflammatory disease, menopausal symptoms, thyroid mass, gastrointestinal necrosis, dyspepsia, hormone level abnormal and fine motor skill dysfunction outcome was unknown, the fatigue and dizziness had not resolved and the hypotonia had resolved. The reporter considered dizziness, dyspepsia, fatigue, fine motor skill dysfunction, gastrointestinal necrosis, hormone level abnormal, hypotonia, menopausal symptoms, pelvic inflammatory disease and thyroid mass to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the consumer, other or other is not possible. Most recent follow-up information incorporated above includes: on 5-sep-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.